Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and replace battery alert. Customer was able to clear the alarm but customer was not able to complete the insulin pump rewind. Troubleshooting for low battery alert was performed. New battery resolved the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.